Event description:
It was reported that the patient presented remotely via merlin.net. Review of the episode recorded noted that the right ventricular (rv) lead exhibited high capture threshold resulting in loss of capture. Programming changes on the rv output and rv auto threshold was performed. The patient was in stable condition.